Event description:
It was reported that during a thrombectomy procedure in a dialysis patient (native vessel; no calcification), the catheter was prepared and inserted following surgical exposure of the vessel. Upon attempted balloon inflation, the balloon failed to expand and was found to have ruptured. Use of the catheter was discontinued. A second catheter from the same lot exhibited the same issue. A different device (python embolectomy catheter) was then used without resistance, and the procedure was successfully completed. No patient injury or adverse event was reported. Note: this is report 1 of 2 related to the first catheter used in the event.

Manufacturer narrative:
The device was not received for evaluation. Therefore, the root cause of the incident could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The maximum liquid capacity must not be exceeded because of the risk of balloon bursting. Refer to the table above. Balloon rupture is sensed by a decrease in resistance of the syringe plunger during inflation. If a balloon ruptures, discontinue inflation and remove the catheter at once. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot. Note: this is report 1 of 2 related to the first catheter used in the event.